Event description:
It was reported that while the physician was attempting to retrieve a calculus from the ureter, this basket became stuck and then detached in the ureter. It was necessary to remove the basket and stones through surgery. The surgery was successful and there were no patient sequelae. The device has been retained by the user faclity and is not being returned to the manufacturer. Therefore, no failure analysis is available. Co's follow up indicated that the physician met resistance as he was withdrawing the basket. Co's directions for use state" "caution" if resistance is encountered while attempting to withdraw the basket into the sheath or the sheath through the scope, do not exert excessive force. Precaution: stones may be too large to withdraw the basketed stone fully into the sheath."